Event description:
During baxter's functionality testing it was found that a spectrum pump's keys were working intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "keys working intermittently" alarm was confirmed and reproduced during evaluation. It was found that all keys were working intermittently due to a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.